Event description:
It was reported that the had a protruding suture and was referred back to the surgeon who placed the device to have the suture clipped. No other relevant information has been received to date.